Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the tortuous right coronary artery. Predilatation was performed however, a 32 x 3.00mm taxus liberte (mr) drug eluting stent was difficult to track. During removal, the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the tortuous right coronary artery. Predilatation was performed however, a 32 x 3.00mm taxus liberte (mr) drug eluting stent was difficult to track. During removal, the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified tip and stent damage. The edge of the tip was slightly stretched. The struts on the first two to three rows on the proximal end of the stent were bunched together causing some of the struts to be raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).